Event description:
When either accessing or removing the access device from the q-syte (bd part # ref 385100), staff are noticing the rubber split septum inverts and/or the glue holding it in place detaches from the hard plastic, and then it gets pushed in with the syringe. This is one of several occurrences over the last year (about 2-4 occurrences per month) that have not gone reported because the staff did not report it and considered it to be an isolated instance. We believe that we are noticing more failures in nursing units that more frequently access the q-syte (e.g. Patients with central lines with multiple device accessing and blood draws).====================== health professional's impression======================if this went unnoticed, it could cause bleeding from a central line (could lead to substantial blood loss if not noticed), potentially could cause an air embolism, and risk for infections (especially in compromised patients).====================== manufacturer response for IV access device, q-syte======================rep has been in to investigate similar previous q-syte failures.